Event description:
It was reported that patient underwent a rotator cuff repair utilizing anchors in 2009. During the procedure, two anchors fractured and the tip of one remains in the patient. There was no significant delay to the procedure as a result.

Event description:
It was reported that the pulse generator exhibited elevated threshold voltage from 0.8 v at 0.4 ms to 2 v at 0.4 ms. The pulse generator migrated from sub-pectoral to a nearly sub-cutaneous position. Psa measurement at replacement was 0.8 v at 0.4 ms.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.